Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, water invasion in the cable was confirmed which could indicate that an abnormal image occurred temporarily because communication failure occurred due to a short-circuit caused by water invasion. The following information is stated in the instructions for use which may have prevented the event: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head had a disconnection. The event was found during reprocessing. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not reproduced. The device evaluation findings were as follows: the video connector contact had corrosion, the camera cable had scratches and flooding and the scope mount was loose and rattling. Additional evaluation findings are as follows: there was video connector contact corrosion; the camera cable had scratches and flooding;  and the scope mount was loose and rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.